Event description:
It was reported that prior to an unknown procedure, it was found that the tip was broken off when the package was opened. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the instrument had the shaft sheath was found to be damaged at the instrument tip. A bent electrode could have cause this damage to the sheath. Caution should be taken not to retract the electrode into the sheath when it is bent. A batch record review was performed and no anomalies were found during the manufacturing process.